Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of intervertebral disc herniation surgery. On an unknown date, the patient had essure inserted. On unknown dates she experienced arthropathy ("neck arthropathy"), neck pain ("cervicalgia"), tendon disorder ("supraspinatus tendinopathy"), back pain ("low back pain") and ovarian vein thrombosis ("thrombosis of the ovarian vein") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy due to removal of essure). At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, back pain, medical device removal, neck pain, ovarian vein thrombosis and tendon disorder to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of intervertebral disc herniation surgery. On an unknown date, the patient had essure inserted. On unknown dates she experienced arthropathy ("neck arthropathy"), neck pain ("cervicalgia"), tendon disorder ("supraspinatus tendinopathy"), back pain ("low back pain") and ovarian vein thrombosis ("thrombosis of the ovarian vein") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy due to removal of essure). At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, back pain, medical device removal, neck pain, ovarian vein thrombosis and tendon disorder to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. (B)(6) 2023: new ha number. Fu 1 & 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.